Event description:
It was reported that the pt requested to be explanted of the device. No other info has been received to date.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.